Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, the following was obtained: in which tissue structure is the needle located? Subcutaneous tissue. Is there any plan in place to remove the needle in the future? The needle has already been removed. If so, could you please provide the scheduled date for the removal? The needle was removed immediately on the day of surgery. What is the surgeon's opinion of the potential consequences for the patient? According to the surgeon, no potential consequences are expected. Was there any additional tissue damage resulting from the search for the needle? No additional tissue damage occurred. How long was the delay? Please specify in minutes. Approximately 20 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No unexpected outcomes or complications were reported. Please provide the lot number. Lot number: xjmcp293.a30.

Event description:
It was reported that a patient underwent a gyn procedure on an unknown date and suture was used. Needle has come off the thread during sewing. Needle could only be found in the subcutaneous area by x-ray. No patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/7/2026 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: in which tissue structure is the needle located? Is there any plan in place to remove the needle in the future? If so, could you please provide the scheduled date for the removal? What is the surgeon's opinion of the potential consequences for the patient? Was there any additional tissue damage resulting from the search for the needle? How long was the delay? Please specify in minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Please provide the lot number. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). When sewing a eug. Suddenly the needle was gone. My team then searched for them on the ground and did not find them. Until then a colleague of mine said: ok, then we have to get the x-ray as a precaution. Said, done, then they saw that the needle is inserted in the subcutaneous area. This delayed the operation... Here is the original packaging and the x-ray image. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an empty winding former labeled mcp293 product code with signs of use. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: what there any reported patient or user harm? No what is there a significant delay? Yes how long was the delay (minutes)? If available, provide the product order number (po). Reporter: (B)(6). Would you like a return label at the end of this process? No d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.